Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: evaluation revealed the pump was unable to power up due to corrosion in battery compartment. Evaluation revealed that there was moisture in pump. Unrelated to the complaint, evaluation revealed faded symbols.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. The reporter stated that the display screen was pixilated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.